Event description:
It was reported that while lavaging during a total hip replacement, the distal tip of the femoral canal tip for irrigation broke off in patient's femur. The piece was able to be retrieved.

Manufacturer narrative:
The device was not available to be returned to the manufacturer. An investigation is anticipated using a review of batch records and product from the same lot.